Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 26 october 2020: lot 1906040: (B)(4) items manufactured and released on 22-oct-2019. Expiration date: 2024-10-12. No anomalies found related to the problem. To date, 35 items of the same lot have been sold without any similar reported event. Other devices involved in the event: gmk-sphere 02.12.0211fl tibial insert fixed sphere flex #2/11 mm l lot. 187207 (k140826), batch review performed by medacta regulatory affairs department on 26 october 2020: lot 187207 : (B)(4) items manufactured and released on 29-nov-2018. Expiration date: 2023-11-15. No anomalies found related to the problem. To date, 31 items of the same lot have been sold without any similar reported event. Gmk-sphere 02.07.1202l tibial tray fixed cemented # 2 l lot. 1907808 (k090988), batch review performed by medacta regulatory affairs department on 26 october 2020: lot 1907808: (B)(4) items manufactured and released on 19-dic-2019. Expiration date: 2024-12-10. No anomalies found related to the problem. To date, 36 items of the same lot have been sold without any similar reported event. Gmk-sphere 02.07.0033rp patella resurfacing s1 lot. 1906277 (k090988), batch review performed by medacta regulatory affairs department on 26 october 2020: lot 1906277: (B)(4) items manufactured and released on 17-sep-2019. Expiration date: 2024-09-02. No anomalies found related to the problem. To date, 189 items of the same lot have been sold without any similar reported event.

Event description:
The patient came in 4 months after previous revision surgery due to signs of an infection and the pathogen is escherichia coli. The surgeon performed a washout and revised all implants. The surgery was completed successfully.